Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed testing. The reported issue could not be confirmed. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Description of (B)(4): symptom of feeling "really hot." Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 10.30 p.m., on (B)(6) 2016. The patient claimed obtaining blood glucose readings of 225, 273 and 79 mg/dl" which he felt was high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of diabetes medications (lantus, 34 units in the morning and humalog, 35 units) and claimed that he administered "high insulin" in response to obtaining the alleged inaccurately high readings. The patient reported that 4 and half hours after the alleged issue began he developed symptoms of "sweating, really hot and hunger." The patient advised that his wife treated his symptoms with food and/or drink to increase his blood sugar levels. The patient reported that he tested his blood glucose on another device (unknown brand) and that a blood glucose reading of "44 mg/dl" was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was also noted by the csr that the patient did not have testing supplies to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of acute hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.